Manufacturer narrative:
A ge oec service representative investigated the issue and found the original interconnect cable was damaged. The interconnect cable was replaced and on system testing, it was found to cables inside the interconnect cable were incorrect. The cable were corrected, all errors were cleared. The system was tested, and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system, an error code displayed, and operator noticed interconnect cable was bent.